Event description:
Customer reported a past low blood glucose event with a lowest level of 40 mg/dl, which occurred earlier in the day before contacting support. Cause was not known. Customer consumed carbohydrates to address the low blood glucose level. Customer was using a pump with ciq software, but the control-iq feature was not enabled at the time. Technical support recommended consulting a healthcare provider to discuss factors affecting blood glucose, which the customer acknowledged.